Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient attempted to use their controller the screen was blank after being plugged into the wall. The manufacturer representative indicated they had the patient remove and reinsert the battery pack and attempt to use aa batteries in the controller which did not resolve the issue. It was reported that the controller got warm/hot. It was reported the ins and controller seemed to be depleting quickly and currently will not power on. No symptoms reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.